Event description:
Caller reported an issue with the cgm indicating error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing information for a pump reset and walking them through the process, after which the cgm error code did not appear again, and the sensor session was successfully started.